Event description:
While using the retrieval balloon, it was discovered that the tip of the catheter broke off in pt. The tip of the catheter was retrieved. Catheter was examined; all parts accounted for. The pt was having an ercp (endoscopic retrograde cholangiopancreatography) with endoscopic sphincterotomy, stone removal.